Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured. The lesion was the located in the 90% restenotic left superficial femoral artery (sfa). A 6f sheath was inserted and a 0.035 guide wire was advanced across the lesion. The 7x80mm wanda balloon ruptured on the first inflation at 7atm. The procedure was completed with another manufacturer's balloon. There were no patient complications and the patient was reported to be "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
As the device was not returned a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.